Manufacturer narrative:
An event regarding wear and osteolysis involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material evaluation was completed and indicated the following comments: damage consistent with the implantation/explanation process was observed on the proximal and distal surfaces of the insert. Yellow discoloration consistent with synovial fluid absorption was observed. Impression markings consistent with contact against an acetabular shell was observed on the proximal surface of the insert. Scratching and third body indentations were observed on the articulating surface; these are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: material evaluation was completed and indicated the following comments: damage consistent with the implantation/explanation process was observed on the proximal and distal surfaces of the insert. Yellow discoloration consistent with synovial fluid absorption was observed. Impression markings consistent with contact against an acetabular shell was observed on the proximal surface of the insert. Scratching and third body indentations were observed on the articulating surface; these are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While normal wear consistent with contact against an acetabular shell was observed on the proximal surface of the insert was identified, osteolysis could not be confirmed based on the information provided and the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
On (B)(6) 2011, initial procedure did by tha. (B)(6) 2019, replaced the liner and it was found osteolysis around the stem. The surgeon doubted it may occur wear of the liner and loosed the stem due to wear of the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
On (B)(6) 2011, initial procedure did by tha. On (B)(6) 2019, replaced the liner and it was found osteolysis around the stem. The surgeon doubted it may occur wear of the liner and loosed the stem due to wear of the liner.